Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6), 2012. Patient's legal counsel further reported that a revision procedure was performed on (B)(6), 2013 due to patient allegations of tissue and bone destruction, pain, elevated levels of cobalt and chromium. A review of invoice history confirms the left hip arthroplasty took place on (B)(6), 2012. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 4 of 4 mdrs filed for the same event (reference 1825034-2014-01984 / 01985 and 2031 / 2032).

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2015-01102 & 1825034-2013-03103.